Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. A review of the downloaded error logs confirmed that an unexpected restart occurred in the device and a battery inoperable alarm was triggered. Evaluation showed that the device battery was completely discharged. The battery was replaced to address the issue. The device was cleaned, serviced, calibrated and tested then returned to the customer. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device restarted unexpectedly and a battery inoperable alarm was triggered. The device was not in use when the fault occurred, therefore, there was no patient involvement.